Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), tendonitis ("tendonitis"), arthropathy ("joint problems") and visual impairment ("visual disorders"). The patient was treated with surgery (bilateral adnexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, tendonitis, arthropathy and visual impairment outcome was unknown. The reporter provided no causality assessment for arthropathy, fatigue, medical device removal, tendonitis and visual impairment with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of fatigue ('chronic fatigue') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, breast reduction and eye laser surgery (correction of myopia). Concurrent conditions included hypercholesterolemia. In 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), arthropathy ("joint problems") and visual impairment ("visual disorders"). The patient was treated with surgery (bilateral salpingectomy under laparoscopic guidance). At the time of the report, the fatigue, tendonitis, arthropathy and visual impairment outcome was unknown. The reporter provided no causality assessment for arthropathy, fatigue, tendonitis and visual impairment with essure. The reporter commented: essure removal at patient's request due to chronic fatigue, tendinitis, and joint disorders. Event onset dates unknown. No follow-up information available. Most recent follow-up information incorporated above includes: on 17-jun-2019: essure device removal questionnaire received: essure was removed at patient's request due to chronic fatigue, tendinitis, and joint disorders. No follow-up was available after essure removal. Removal method updated to bilateral salpingectomy under laparoscopic guidance. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.